Manufacturer narrative:
Additional information: d 4: unique identifier number added. H 3: evaluation summary. A sample without the original package or lot number was received. After performing visual inspection per procedure, the condition reported was confirmed however the reported condition cannot be generated in the plant. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The potential root cause of the reported condition could not be determined. The multidisciplinary team did a walk through of the process and concluded that the reported condition cannot be generated in the plant. No corrective actions are deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states they found a particle/ flake inside one of the filled syringes.